Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP contributed to an end user being intubated and placed on a ventilator in the intensive care unit. The user reported after using the dreamstation 2 advanced auto CPAP for 6 days, he could not breathe or swallow due to his tongue swelled up blocking his airway. The device has not yet returned for evaluation. The investigation is on-going. A final report will be submitted when the investigation has been completed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a dreamstation 2 advanced auto CPAP contributed to an end user being intubated and placed on a ventilator in the intensive care unit. The user reported after using the dreamstation 2 advanced auto CPAP for 6 days, he could not breathe or swallow due to his tongue swelled up blocking his airway. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report, the manufacturer reported as incorrect statement as "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices". After the review it was determined that device reported was not under the recall res 88058. Section b5 has been corrreted as the manufacturer received information alleging a dreamstation 2 advanced auto CPAP contributed to an end user being intubated and placed on a ventilator in the intensive care unit. The user reported after using the dreamstation 2 advanced auto CPAP for 6 days, he could not breathe or swallow due to his tongue swelled up blocking his airway. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as hospitalization (initial or prolonged). Section h1 has been also been updated to reflect the serious injury.